Event description:
Reporter indicated that her vns generator was migrating in her chest, and that this began six months prior. The generator site is also tender to the touch. No trauma or device manipulation occurred. The reporter had informed her physician, and reported the generator was ok and vns diagnostics were within normal limits. Surgery to address the generator migration and possibly replace the generator with a smaller model is likely, but has not occurred to date. It was confirmed the implanting surgeon used a non-absorbable suture to secure the generator when the generator was implanted on (B)(6) 2010.

Event description:
Reporter indicated the patient's generator was replaced on (B)(6) 2012, due to patient discomfort. The new generator is smaller than the explanted generator. The patient also reported to the manufacturer that she was experiencing increased seizures, constant pain at the generator site, and a sensation of the generator moving around in the chest before the generator was replaced on (B)(6) 2012. The explanted generator will not be returned. Attempts for further information are in progress